Event description:
It was reported by the customer that after inserting their sensor, there was blood at the insertion site. Assisted customer with insertion technique and advised to monitor device. Customer's blood glucose level was 43 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.